Manufacturer narrative:
Correction: h6 - type of investigation should be "4114 - device not returned" instead of "4118 - type of investigation not yet determined", investigation findings should be "3221 - no findings available" instead of "3233 - results pending completion of investigation" and investigation conclusions should be "4315 - cause not established" instead of "11 - conclusion not yet available"

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23852. It was reported that the patient presented to the emergency room experiencing an infection. The pacemaker system was explanted. The patient was in stable condition.